Manufacturer narrative:
The 510k status: exempt. (B)(4). This report includes relevant information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter was "unlocking unexpectedly" [sic]. A later request for additional information revealed that the issue necessitated the use of a new product to correct the product problem, as the one that was placed in the patient would not lock. The procedure was reportedly completed, with no further adverse events reported. Additional information was requested, but answers could not be provided by the customer. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Clinical evaluation: the clinical evaluation noted that the most likely potential adverse effect from this failure is that the physician would use a different device, however if the drain were to migrate, it also could lead to minor harm requiring medical intervention. Without visual, dimensional, and/or functional testing of the products, it cannot be determined whether this is a manufacturing failure. The clinical assessment determined the most likely cause of this failure to be user technique or device failure. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Additional information was received from the customer. The device was placed in the urinary tract for a unspecified amount of time. In regards to the type of drainage being performed, the customer reported that the retrograde drainage catheter was placed to stent the strictures following a cystectomy and uretero-ilial diversion, which create anastomotic strictures. This report includes relevant information known at this time. A follow up report will be submitted should additional relevant information become available.